Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing and/or fiber damaged at tip at 49,892 joules during a prostate procedure. The procedure was completed with a second fiber. Patient outcome: "no injury to the patient".

Manufacturer narrative:
(B)(4).